Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 16 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed her infusion set the day prior to the event. The customer was disconnected during priming. The customer uses quick-sets. The customer stated that she did not over bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluson can be drawn at this time. We therefore consider this report complete to the best of our knowledge.